Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, surgeon had difficulty moving the lens through the applicator and it got snapped. Additional information was received and stated, the procedure was completed on the same day using a new lens. There was no patient contact.